Manufacturer narrative:
A ge service representative performed an evaluation over the telephone. The malfunction was verified. Parts for repair are on order. Castors of workstation to be replaced along with the brake mechanism from the c-arm. No further problems are anticipated once parts are replaced. An additional report will be generated and submitted if further information becomes available.

Event description:
It was reported that the c-arm of the system 9600 does not hold when moved from anterior posterior position the lateral position. It was also reported that the wheels of the workstation do not lock. There was no adverse patient involvement reported. There was no patient information reported.